Event description:
Reportedly, this stent crossed and deployed in renal artery correctly. Balloon inflated to 14atm, however when trying to pull out balloon, it would not go back out thru the guide. The entire system including wire was pulled out. The balloon was manually rolled up; pushed forward, then pulled back out. Then on angiogram surgeon thought he saw a dissection so to be safe put in another stent. Patient is doing well. This device was being used in the renal artery and is indicated for use in the biliary tree.

Manufacturer narrative:
Evaluation summary: returned delivery catheter evaluated and found to be free of defects. The balloon was inflated without leaks and refolded normally. Unfortunately without the return of the sheath used clinically, we cannot determine the cause of this report.